Manufacturer narrative:
(B)(4). The customer reported the device failed to charge the patient defibrillation therapy circuit, displaying defib failure cycle power and error code 00020. Subsequent to a cycle power message the m4735a halts operation. The user utilized an alternate defibrillator. There was no adverse patient impact. The philips response center (rc) provided technical support to the customer. The customer was able to consistently recreate and confirm the symptom. The rc suggested that the customer order and replace the control pca. The customer reported that replacing the control pca resolved this malfunction. The customer completed installation of the device software and the device passed all performance assurance tests and was returned to service. This was a malfunction of the control pca.

Event description:
The customer reported the device failed to charge the patient defibrillation therapy circuit, displaying defib failure cycle power and error code 00020. Subsequent to a cycle power message the m4735a halts operation. The user utilized an alternate defibrillator. There was no adverse patient impact.